Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
The lens was inserted and removed. Device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. Manufacturing records review: during the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. Historical data analysis: a search revealed that no additional investigation requests for this order number have been received. Labeling review: the labeling review was completed and revealed that the directions for use(dfu) provide the customer with proper usage instructions and guidelines. No labeling changes are required. Conclusion: as a result of the investigation there is no indication of a product malfunction or product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the same surgical procedure, the pcb00 12.5 diopter intraocular lens (iol) was inserted and removed from the patient¿s left eye for unknown reasons. Reportedly, a vitrectomy was performed and a za lens was implanted as a replacement. No incision enlargement was required and the patient was reported as recovered. The pcb00 lens was discarded by the customer. No additional information was provided to johnson & johnson surgical vision.